Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation at 3 atmospheres for 5 seconds, the balloon ruptured. The physician completely pulled out the device from the patient's body. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.